Event description:
New information received notes that the patient condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. The device was returned for analysis. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output/capture verification under field settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital after feeling dizzy and falling. Upon review, the pacemaker exhibited loss of capture resulting in bradycardia. The device was explanted and replaced. The patient condition throughout procedure was unknown.